Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was discovered that the right ventricular lead exhibited noise oversensing. During the rv lead extraction procedure, it was found that the right atrial lead exhibited failure to capture, sensing issues, and was damaged. The physician explanted the entire system. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a partial lead was returned in three portions for analysis. Upon visual inspection, the lead was found to have an external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the distal portion (c), consistent with friction to another device or patient anatomy. The cause of the reported event of noise was isolated to the exposure of the coil in the abrasion zones. Electrical testing that could be measured did not find any indication of conductor fractures although internal shorts were noted consistent with procedural damage. All other damages noted are consistent with procedural damage.